Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: promus element plus, mr, ous 3.00x38mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the mid-section. Struts were found to be lifted and pulled proximally from their crimped position. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 85% stenosed, target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was introduced for treatment but was not implanted. Upon withdrawal, it was noticed that stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 85% stenosed, target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was introduced for treatment but was not implanted. Upon withdrawal, it was noticed that stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.